Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed inflammation on the fifth postoperative day. The patient continues to be treated with anti-inflammatory drugs. Additional information was provided that the inflammation occurred and it affected the patient's vision. Steroid eye drops were prescribed. The intervention was effective and the event outcome is improving.